Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor coupling since receiving a replacement recharger. The patient said she had falls and thought the ins may have been "misplaced". The issue occurred probably 8 months or longer ago. The patient said she told the hcp about the fall and they told her to go in if she thinks there was a problem. The patient stated she wasn't feeling stimulation. The patient confirmed the battery level was under 25%. The patient was going to follow up with the hcp to check the stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was sent the whole stim programmer. The issues were resolved. No further complications were reported.